Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. The outer sheath showed a kink at the nosecone. The outer sheath also showed multiple small kinks approximately 76cm from the nosecone and traveled distally to the end of the sheath. The mid-shaft showed multiple small kinks along the shaft. The pull rack was loose in the handle. The stent was not returned; therefore, the damage could not be confirmed. The handle was opened to inspect for additional damage. It was noticed that the mid-shaft had pulled out from the retainer clip. No additional damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. The reported information states that the customer used a .014 guidewire for this procedure. The innova dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
It was reported that the stent partially deployed and became stretched. A contralateral approach from the left femoral artery was used to access the target lesion located the right superficial femoral artery (sfa). The target lesion was severely calcified, severely tortuous, and had 90% stenosis. A 0.014 300 cm jupiterfc guidewire and 6fr 45 cm non-bsc sheath were used to access the lesion. Following pre-dilation, a 6 x 150 x 130 innova¿ stent was selected for use and advanced to the lesion. There was difficulty in stent deployment when the thumbwheel was rotated and the thumbwheel started to become idle. The physician attempted to deploy the stent with the pull grip, but the stent did not completely deploy. Only about 5 - 10cm deployed. The stent was deployed by pulling back on the delivery system. During deployment, a part of the stent became stretched, but it was able to be placed at the target lesion successfully without fracturing, so the procedure was completed. There were no patient complications and the patient was stable after the event.